Event description:
It was reported that the customer had high blood glucose levels. Customer stated that her blood glucose was over 400 mg/dl at noon and she treated with a bolus and a manual injection of 10 units. An hour later, her blood glucose level was over 600 mg/dl. Customer was at work and did not know why she was high. Customer declined troubleshooting for high blood glucose levels. Customer will have dinner first and treat her blood glucose level. Customer stated that she will call back after dinner. Customer has not had to seek medical assistance. Customer found only a few small bubbles near the reservoir opening. Customer stated that the cannula was not bent. Customer reported that the bolus wizard was programmed accurately. Customer does not recall having any alarms. Customer did not have a tubing clamp. Customer was advised to change the entire set, reservoir, and insulin. Customer will be sent a tubing clamp and call back to perform a high pressure test. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.